Event description:
Same case as: 1649384-2013-00010 and 00012. It was reported that during a revision surgery, the implant components would not lock together. Levels to be treated were l3-s1. The surgeon implanted the medium size implant, but suspected the struts and implants did not lock. The implant was removed and replaced with another of the same.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause of this event was operational contex as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.